Manufacturer narrative:
One cadd solis hpca pump was received with no physical damage. The event log was reviewed and no evidence of the reported issue was found. An accuracy test was performed and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more nominal of a range. There was no fault found with the returned pump.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis hpca pump failed volume biometric accuracy testing. No patient involvement reported.